Event description:
No problem on implantation. However, pt developed a thrombus as evidenced by angiographic check. The zsles were checked and the left side was ok, evidence of plicature on the right side. It was stented but the thrombus in the body was still present. They could not perform active coagulation time. Four heparin units used. Could not clear thrombus so performed carotid-femoral bypass. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation - still under investigation.